Event description:
It was reported that the pt who had previously underwent surgery for posterior fusion at t10-iliac underwent additional surgery for implant of anterior implant of multi-axial screws and rods at l2- l4. X-rays taken on (B) (6) 2008 revealed an anterior setscrew has backed out at l2 . No revision surgery has been reported.

Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for evaluation. Post-op x-rays show posterior construct form t10 to iliac crest and attempt at anterior fixation to create stability with multi-axial screws, rods, and interbody device. Pt has apparent charcot spine condition with external bone turnover, deformity. One setscrew has backed out on the anterior construct.